Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Review of the log files found a software bug. Fse replaced the reloaded the software on the suite pc to resolve the issue. Fse. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Review of the logfiles identified a software error. The fse reloaded the software on the suite pc to resolve the issue. After that, the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.